Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k101677. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. At an unspecified time, the customer contact reported an unspecified volume of solution leaked. No specific details were provided. Although requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.